Event description:
A surgeon reported that three of her colleagues each have a pt who experienced anterior inflammatory cell growth on the intraocular lens (iol). The reporting surgeon stated that her colleague performed a laser procedure. Additional info has been requested. There are three medical device reports associated with this event. This report is for the third pt.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporter did not provided a lot number or any identification traceable to the manufacturing documentation. Additional info was requested on 02/17/2009 and 03/16/2009 by phone., fax, and mail. A completed questionnaire has not been received.